Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found broken fibers in the light guide bundle, a scratched plastic distal end cover, a cracked bending section glue, a cut wire on the bending tube, peeled paint on the air/water nit and the suction cylinder nut of the control unit, a collapsed and scratched switch one, a corroded connector, a water leakage at the electrical connector unit, a grainy image at the charged coupled device unit, the up/down and right/left angulation control knobs didn't meet the standard value. The following components were found broken: the up/down knob at the control unit and switch one. The following components had a leak: universal cord, connecting tube of the insertion part, the electrical connector unit, and the right/left knob of the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a radio frequency identification malfunction that needed to be replaced. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.